Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented the day after implant procedure for pre-discharge check. Upon review, it was revealed that the right atrial lead had dislodged from the atrium and was suspected to be sitting in the right ventricle. Right atrial lead dislodgement was noted on xray. The right atrial lead was successfully revised during revision procedure on (B)(6) 2020. The patient was discharged.